Event description:
Event reported on 18-nov-2008 to baxter by reporter about one (1 bag) ruptured cryocyte freezing container 500ml, lot. H02d17046. The primary reporter was the hospital basel (stemcell-lab), who was delivered by another country biotec directly. Cord blood was stored in liquid nitrogen for approx. 55 months. The previous month, it was transported to marseille for transplantation in a cryo shipper (-190 degrees c). The product arrived the next day, and was stored there in a cryo tank (vapor phase). At the end of that month, the intact product was transferred to a dry shipper. Ten minutes later, it was broken. However, cells were rescued and transplanted to the patient, male. Total cell dose infused (cd34 x 10^6/kg): the patient was treated with antibiotics (not specified). The engraftment data is not yet known.

Manufacturer narrative:
Baxter medical assessment: this is a cryocyte breakage that occurred during/after thawing. The patient required additional antibiotics treatment due to the product being infused. The product in the broken bag was infused, so there is a risk regarding a break in sterility and a resulting infection due to the product being exposed to the outside atmosphere. As in all cases of cryocyte bag breakages during/after thawing, there is the potential of loss of engraftment or delay in engraftment with the loss of the product. This puts the patient at greater risk. Due to the additional antibiotic treatment, this case is assessed as an adverse event. An attempt should be made, if possible, to obtain the patient outcome. A follow-up submission will be provided once the patient outcome is received. Cryocyte bag breakage is currently being addressed through CAPA.